Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported migration of partial clip movement. The recurrent mr appears to be related to the procedural condition of the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement, recurrent mitral regurgitation, and an additional mitraclip procedure. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4+. Two clips were implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2023, a mitraclip procedure was performed to treat recurrent mr of grade 3+, mainly coming from the position immediately medial to one of the two previously implanted clips. The clip in question was noted to have partially moved. One clip was implanted medially to the clip in question to stabilize it. Mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.